Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the 8mm permanent cautery hook (pch) instrument's sheath was cracked and cauterizing above where it was suppose to. No fragments fell into the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook (pch) instrument was analyzed and found to have a broken conductor wire at proximal clevis. The instrument failed the electrical continuity test. Thermal damaged was observed near proximal clevis and the base of the distal clevis. The instrument was found to have thermal damage on the monopolar yaw pulley at the distal clevis and cable routing. Material appears to have burnt off from the charring that occurred near the distal clevis and cable routing. Components adjacent to the yaw pulley show thermal damage. The instrument was found to have a frayed pitch cable at the clevis hub. The cable itself was not fully broken. There was no discoloration, corrosion, or contamination found on the cable that would occur from improper reprocessing, which can reduce the material integrity. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The instrument was found to have a frayed grip cable at the idler pulleys. Some wires were broken, but the cable itself was not fully broken. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of the damaged conductor wire is primarily attributed to component failure. Conductor wire management issues can result in damage to the wire itself, weld, and insulation. Damage can also occur during reprocessing or cleaning as the tip range of motion (rom) is not restricted, which could lead to conductor wire dislodgement and pinching. The probable root cause of thermal damage is primarily attributed to device design. Conductor wire management issues can result in damage to the conductor wire, which may allow a possible arc path during air firing. Clinical use of monopolar energy can also result in thermal damage if the lowest power or effect setting possible is not used for the minimum time necessary to achieve the desired effect. The probable root cause of a frayed cable is attributed to damage to the cable through external collisions, during use, or during reprocessing. This issue can be resolved by using an alternate instrument to complete the procedure.